Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8703, lot# j90069496, implanted: 1990 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had a granuloma and surgery three weeks prior to report. The drug concentration and dosage had always been the same until (B)(6) 2014 when it was dropped from 50% to 30% due to the patient's previous granulomas (refer to manufacturer report # 3004209178-2014-09473 and # 3007566237-2014-01411). It was noted that the rate was increased to supplement the reduction of concentration. It was unknown what was causing the granulomas. It was noted that the patient's doctor was recommending that he has the pump taken out. It was noted that "people" had been telling the patient for years that it was impossible to have it removed because, his organs have grown accustomed to the medication and he has been on a high dosage since 1990 when the patient got his first pump. The patient reportedly felt restricted as he could not travel as there were no refill doctors in other countries. The patient's wife stated that the doctors said that if they take the pump out "it will kill him". The pump was used to deliver intrathecal morphine, dilaudid, and fentanyl.